Manufacturer narrative:
Customer = phone: (B)(6). Occupation = unknown. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, upon removal of a flexor ansel guiding sheath during an angioplasty procedure of the leg, involving a patient of unknown age and gender, the device separated. The patient reportedly had very calcified vessels and a sharp, angled bifurcation. Upon removal of the device, it became stuck at the bifurcation and "came out partly". The inner coil was reportedly stretched and the distal part of the device remained inside of the leg. Approximately 20 centimeters of the introducer remained in the patient, who underwent an open surgical procedure later in the day to remove the separated portion of the device. The patient experienced bleeding in the trachea after anesthesia was administered for the procedure to remove the separated device.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received an implant on (B)(6) 2015 via the right femoral vein due to deep vein thrombosis (dvt) and prophylaxis for gastric bypass surgery. Patient is alleging device migration, tilt and embedment, vena cava and organ (mesenteric) perforation. It is further alleged the patient "experienced anxiety, mental anguish and stress about the status of her filter and any related injuries". Per the procedure note on (B)(6) 2015: attempted removal of cook inferior vena cava filter: "then over the guide wire, a cook inferior vena cava filter dilator and double sheath were loaded and was advanced down behind the heart into the inferior vena cava under fluoroscopic guidance and was positioned right above the filter. Then the guide wire and the dilator were removed and the cook snare was placed through the sheath and attempts performed to capture the filter and hook but this was without successful[sic]. In multiple projections, it was noted that the filter hook as the filter was filtered, it is most likely buried into the inferior vena cava wall. Then this snare was removed and a shamrock-type of en snare was utilized to attempt to capture the filter; however, as this was unsuccessful as well as and there was no reasonable chance at this point to capture the filter, the procedure was terminated". Additionally, per the CT abdomen w/o contrast: on (B)(6) 2017 impression - "an inferior vena cava filter is present extending to the level of the left renal vein. The inferior struts of the inferior vena cava filter do extend beyond the walls of the inferior vena cava, but no retroperitoneal hematoma is demonstrated". It has been reported the patient expired on (B)(6) 2017 without further details.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: reviews of the complaint history, device history record, documentation, drawing, quality control procedures, specifications, instructions for use (IFU), and manufacturer¿s instructions and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device revealed biomatter throughout the used sheath and dilator. The sheath coiling was exposed, and a section of the coiling was separated. The proximal section of the device from the hub to the location of the separation measured 28cm. The remaining distal section measured 18cm from the separation to the tip. The sheath was returned flattened, so no outer diameter could be performed. The dilator¿s outer diameter measured 0.084 inches. A kink was noted 2.5cm from the distal tip of the sheath. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. The device is accompanied with instructions for use (IFU). The IFU instructs the user to choose a sheath size large enough to accommodate the maximum outer diameter of any device used through the sheath, in order to ensure compatibility of the devices. In addition, the IFU states that all interventional or diagnostic instruments should move freely through the valve and sheath to avoid damage. The IFU also states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Based on the information provided and the examination of the returned product, investigation has concluded that this event could not be traced to the device but to the patient condition, user, and unintended use error. Reportedly, the patient's anatomy was calcified and tortuous, additionally the dilator was not reinserted prior to the removal per the IFU recommendation. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.